Event description:
Female pt had a pre-procedure diagnosis of right renal occluded and left renal artery stenosed and not functioning as well as a very short proximal aortic neck that was outside cook's instructions for use. Pt underwent aaa repair in 2007 with another MFR's stent being placed in the stenosed area of the right renal artery prior to implanting the zenith devices. During the zenith placement, when the main body's gray positioner was drawn up to catch the top cap, the grey positioner was stuck on the suprarenal stent or the proximal inner stent. The physician tried to turn over the grey positioner to remove the stent, thus, the main body moved with it. The physician then attempted to remove the grey positioner again. Finally, he pulled the top cap down and removed the grey positioner. The confirmatory angiogram revealed the right renal artery was occluded with the main body. Another stent was placed in the right renal artery and the procedure was completed. No add'l processing was done prior to the zenith procedure. Since the right renal was strictured, a stent was implanted prior to the zenith operation. Info was not available of the stricture rate of the right renal artery.

Manufacturer narrative:
Eval: still under investigation.